Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 110 (night drain #10) alarm was identified in the log. A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. The alarm occurred on (B)(6) 2013, at 12:08:28. No additional information is available.